Manufacturer narrative:
The lens was not fully implanted; therefore, not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
The intraocular lens (iol) was implanted. Once in the eye, the surgeon noticed a crack in the lens. The lens was then removed. Another lens was then implanted successfully. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation ? Yes, returned to manufacturer on 1/13/2017. Device returned to manufacturer ? Yes. Device evaluation: the product was received in its original packaging. Visual inspection with the unaided eye showed the product was cut in half, most probably to allow for removal and replacement of the lens. Considering the condition of the lens, additional analysis is not possible. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.